Manufacturer narrative:
The technician troubleshoots the bed and found the hydraulic fluid was very dirty and contaminated. The technician replaced the hydraulic manifold to resolve the issue.

Event description:
Technician alleged that the bed had no head up functions. No patient impact.